Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during proximal pancreaticoduodenectomy, when the surgeon grasped the needle with a needle holder, the needle broke off. The event occurred during the procedure, but the product was not used for patient. The procedure was completed with another device. There was no patient injury.